Manufacturer narrative:
Evaluation of the returned lantern confirmed a proximal shaft kink. If the lantern is forcefully advanced into a parent catheter at an extreme angle during the procedure, damage such as a kink may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern) and a non-penumbra catheter. During the procedure, the physician noticed that the proximal part of the lantern was kinked while advancing it into the catheter. Therefore, the lantern was removed. The procedure was completed using another lantern and five non-penumbra coils. There was no report of an adverse effect to the patient.